Event description:
It was reported that the patient said the primary system controller was beeping because some water got in around late july. The log files do not contain any data from july. The log files do not contain any system controller fault events. The system controller appeared to be operating as intended.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Corrected data: report type and section h1 corrected to malfunction report. Section e4: corrected. Manufacturer's investigation conclusion: the reported event of an unknown alarm and fluid ingress on the system controller (serial number: (B)(6)) was not able to be confirmed. The system controller was not returned for analysis. The submitted log files showed the controller functioning as intended. No atypical alarms were noted in the log file. Provided information indicated that the cause of the unknown alarm was due to fluid ingress. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.